Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: no other physical damage visible on the instrument. No report of material missing or detached from portion of the device that enters the patient's body. No allegation of unclamping failure while gripping tissue. No report of issues related to non-intuitive or uncontrolled motion.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.